Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had a compromised force sensor system alarm on the insulin pump. Customer stated that insulin was squirting out during the manual prime process. Customer stated that the insulin continues to drip after the motor stops during the manual prime process. Customer was unable to exit the preparing to prime loop. Customer stated that the rewind message occurred after an alarm/alert. Customer was advised to remain disconnected from the pump and to discontinue use of the pump. Customer stated that the drive support cap was flush. Customer was explained that the possible cause of the alarm was during seating, the force sensor did not detect the reservoir. The insulin pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan.

Manufacturer narrative:
The insulin pump alarmed prime during the basic occlusion test due to protruded/loose drive support disk. The insulin pump received with cracked reservoir tube lip, scratched reservoir tube window, scratched keypad overlay and minor scratches on lcd window.